Event description:
On or about 2002 pt underwent surgery for reconstruction of achilles tendon. About 4 months later the incision was reopened and reportedly an abscess was found at the site of the sutures.